Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support offered to troubleshoot the issue, however, the customer declined, therefore no additional information was obtained.